Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that radiation shield was damaged. Upon troubleshooting fse found that the ceiling radiation shield was broken. To resolve the issue, fse replaced the ceiling radiation shield assy. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the ceiling mounted radiation shield fell off. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.